Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No symptoms [no adverse event] broke off - oral-b [device breakage] loose and clicky - oral-b [device connection issue] not a genuine oral-b brush head [suspected counterfeit product] case narrative: an adult male consumer (between the ages of 40 and 45 years old) via chat reported that the oral-b toothbrush head was loose, clicky, and broke off of his oral-b toothbrush handle, type 3756 while brushing. No injury was reported.